Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 012 alarm. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2017 with the following findings: there was a call service (cs 012) alarm observed in the black box and alarm history. The battery compartment and battery cap were undamaged and able to fit securely to the pump. There were no cs 012 or errors, alarms or warnings during testing. The product performed within specification and the original complaint was not duplicated. The pump¿s cover was removed with no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).